Manufacturer narrative:
The investigation for the reported pump leak issues has been completed. The impella device was not received from the customer. Therefore, the occurrence and location of the leak is undetermined. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the device had a purge leak, purge pressure decreased, and the purge flow increased. It was noted that the staff thought that the purge liquid could not be supplied to the pump. The physician decided to explant the device, the patient was hemodynamically stable and survived explant.